Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08052. It was reported that patient experienced ineffective therapy, imaging indicated that lead had migrated and pulled out of the ipg header. As a result, surgical intervention was undertaken on (B)(4) 2023 wherein lead was repositioned and reconnected to ipg header to address the issue.